Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The three other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement with four proglide devices were attempted in a common femoral artery using the preclose technique prior to an endovascular aortic repair (evar). The arteriotomy was 6fr. Reportedly, cuff misses occurred with four proglide devices. The sutures of two additional proglide devices were successfully pre-placed in the access site. The sheath was upsized to 14fr and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss/suture retrieval issue was confirmed. In addition, analysis found one cuff tab was detached and not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, five proglide devices were used, cuff misses occurred with four proglides and an unknown device failure occurred with the fifth proglide device. No additional information was provided.